Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification, however the reported symptom 'blood backed up in line' could not be confirmed or reproduced due to a constant system error 345 alarm which prevented further testing. Back flow may occur if there was an undetected occlusion which prevented fluid delivery. The correction required is a downstream tubing guide adjustment. The device was calibrated to correct this condition.

Event description:
On (B)(6) 2016 the customer reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). On (B)(6) 2016 it was observed that the description of the event or problem and evaluation information in the supplemental MDR sent on (B)(6) 2016 were incorrect. There was no additional information received from the customer indicating that there was no patient involvement. Should have been left blank for the supplemental MDR. The updated evaluation information is reflected in the event problem and evaluation codes and in the manufacturer narrative below. Baxter received the device. The device was tested and the reported symptom "blood backed up in line" could not be confirmed or reproduced due to a system error 345, which prevented additional testing. The device was monitored through the repair process to ensure that it passed all functionality testing before being released back to the customer. Additional information was received from the customer involving the reported set product code that was used during the event. This new information is reflected in concomitant medical products and therapy dates .

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a peripheral IV was lost due to blood backing up within the non-dehp(paclitaxel) tubing during an infusion on a spectrum pump in the nicu. The device was programmed to deliver 500 ml of tpn at a rate of 7.5ml/hr. The infusion began at 12:00am and at 12:00pm it was observed that blood was clotting in the IV set and the device did not alarm. The patient had been in the unit for 11 days with no previous issues of blood backing up in the IV line. The customer reported an estimated approximately 0.5 ml blood lost as a result, and a new IV access was needed to continue the infusion.